Manufacturer narrative:
Conclusion - load cells cleaned.

Event description:
It was reported by service report that there was a scale error. No patient involvement or adverse consequences are reported.